Event description:
Device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified creases fold, curved opening on anterior, wear abrasion, and yellow particles. Leak test and microscopic analysis were performed which identified a sharp opening on anterior and a void >1 mm in non-textured valve-to shell-bond area. A dimensional measurement in the shell was performed which identified the thickness within specification fill test inspection was performed and the result was no blockage. Based on the device analysis the final assessment was a harp opening on anterior due to an unidentified (tear) opening.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation is deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.